Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or stuck on medtronic logo noted. The pump passed the self test, sleep current measurement, active current measurement and the displacement test. The pump was monitored and no unexpected powering off, blank display, or replace battery alerts noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. Blood glucose was unknown at time of incident. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.